Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the cause of the sudden stimulation being off was determined. No further complications were reported.

Event description:
Patient reported that loss of stimulation sensation and can't connect to implant. Patient tried using their patient programmer. It was reviewed how to sync, reviewed icon meaning - poor communication screen, this was resolved when patient repositioned the antenna. It was determined that patient's stim was off. Patient was able to turn stim on and confirmed that they felt stimulation. It was reviewed programming guidance, that adjustments made per symptom results. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.